Manufacturer narrative:
The implant was designed as intended as it passed all requirements for inspection in dimensions and polishing. Restor3d had provided smaller size implants than the one implanted for intraoperative flexibility; however, it was up to the primary surgeon to decide the best implant fit for the patient. While implant being oversized could be a potential cause for pain and complications, additional clinical information would be necessary to fully understand the symptoms developed in the long term.

Event description:
The patient begain experiencing pain after initially recovering well from receiving a total talus replacement. Some colleagues of the revising physician thought the implant looked oversized, but the revising physician is not convinced this is the sole cause of the patient's symptoms.